Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that no image appeared on the bronchovideoscope when the trigger button was pushed. The event occurred during device inspection prior to the procedure. There was no patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: b5, d4. A definitive root cause could not be determined. Based on the investigation results, the most probable cause of the complaint remains undetermined. The findings did not lead to a clear conclusion regarding the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that no image appeared on the bronchovideoscope when the trigger button was pushed. The event occurred during device inspection prior to the therapeutic lobectomy procedure. There was no patient harm.